Manufacturer narrative:
(B)(4). It is unknown if the device sample is available for evaluation.

Event description:
The customer reports the guide unraveled.

Manufacturer narrative:
(B)(4). The customer returned a guide wire assembly for evaluation. The guide wire was returned with the advancer tube and the straightener tube, but without the cap. A 3-l catheter was also returned. The guide wire was observed to have one kink towards the distal portion of the guide wire and one bend towards the proximal end. The distal j-bend was misshapen but intact. Microscopic examination confirmed the kink in the guide wire body. Both welds were present and were observed to be full and spherical. The kink in the guide wire was located 195mm from the distal tip and the bend was located 582mm from the distal tip. The overall length and outer diameter of the guide wire were measured and were found to be within specification. The guide wire was advanced through the returned catheter and inventory 18ga introducer needle and ars to functionally test the guide wire. The guide wire passed through all components without any significant resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed on the guide wire and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire had a kink 195mm from the distal tip and a bend 582mm from the distal end. The returned guide wire met all relevant dimensional requirements and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, it was determined that unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports the guide unraveled.